Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the yellow network cable from the replacement umbilical cable still had the protective tape around the connector whe not was plugged into the lan port. The protective tape was removed and the connector was reinserted. Issue resolved and the communication restored. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the site was unable to get the imaging system to ready status after replacing the umbilical cable. Rebooting the system multiple times did not resolve the issue. A medtronic representative recommended rebooting the system without umbilical cable and the re-connect. A site representative confirmed that the network cabling on the mobile view station (mvs) was correct but was unable to get activity. There was no patient present at the time of the issue.